Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level of 400mg/dl. The customer resolved the issue by performed a complete supply change, delivering a correction bolus via the pump and administering a manual injection. Recommendation was made to consult with their health care provider to discuss diabetes management. Reportedly, the customer's clinical diabetes specialist recommended the customer to use alternate infusion set types to address the issue.